Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported the event of the infusion set tubing detachment from the hub. The infusion set had been used for less than 10 minutes. Customer's blood glucose at time issue was noticed as 134mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.